Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer creatinine (crem) module reported an erroneously high patient result.the original result was 7.3 mg/dl. The result was questioned by the nurse and was repeated and found to be 0.8 mg/dl.patient treatment was not affected in this event.

Manufacturer narrative:
The customer indicated that they have had crem issues previously. Service was dispatched on (B)(4) 2011 and replaced the drain valve for slow drainage issues.qc was within established limits after the event.a field service (fse) was dispatched and found a previous spill in the module. The fse replaced the creatinine module do to the ongoing imprecision. The fse also performed alignments, primed, and calibrated the lamp.